Manufacturer narrative:
(B)(4). Patient medications include amlodipine, atorvastatin, citalopram, and trazodone. A review of the manufacturing records for the device verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia, occlusion of device or native vessel, bowel (e.g., ileus, transient ischemia, infarction, necrosis), surgical conversion, and death.

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat a large abdominal aortic aneurysm measuring 9.2 cm in diameter. It was noted that the patient's proximal aortic neck was mildly angulated. The physician was reportedly able to reconstrain and deploy a 31 mm trunk-ipsilateral component ((B)(4)) at the distal origin of the lowest renal artery. Two additional excluder® contralateral leg components were implanted as planned, and the procedure was concluded without any reported issues. At an unknown time after the procedure, it was noted the patient's left foot was pale with no pulse. The physician performed a cut-down on the popliteal artery, and reportedly removed a significant amount of clot. At the close of this procedure, normal pulses were restored. However, some skin mottling was reportedly identified along the patient's flank and groin. On (B)(6) 2015, an exploratory laparotomy was performed. On the same day, the patient expired. It was reported that the patient's entire digestive tract from the small bowel down to the rectum was dead. According to the physician, the intestinal death was indicative of embolic showering from the superior mesenteric artery (sma), although the cause of the showering is unclear. The physician stated that while the trunk-ipsilateral component was reconstrained and manipulated before deployment, it never touched the sma, and was landed below the renal arteries. He also indicated that it is possible that wire or catheter manipulation during the procedure may have pushed debris up into the sma.